Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing pain on the left side of the low back each time it was turned on. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively.